Manufacturer narrative:
Additional information was received on 6/13/24 regarding this event. The information included that the tdxsp2-cg power wheelchair was provided by medicare to the end user in (B)(6) 2020. The device had been in use for 7 months prior to the event. It is unknown if the end user was operating the device on her own or being assisted at the time of the event. It was reported that the end user was not wearing the seat positioning strap of the device at the time of the accident. There were no issues or physical damage of the device prior to the accident. There has been no malfunction of the device reported related to this event. If further information becomes available a follow up medwatch will be filed. The owners manual for the tdxsp2 includes the following: warning! Risk of death, injury or damage, improper use of this product may cause injury or damage. Not wearing your seat positioning strap could result in death or serious injury. Always wear your seat positioning strap. Your seat positioning strap helps reduce the possibility of a fall from the wheelchair.

Event description:
Invacare received a legal document stating an end user was sitting in an invacare wheelchair and while leaving the doctor¿s office did not notice that the exit had 2 stairs. She went down the stairs in her chair and suffered injuries to her head and spine. She died two weeks later, on (B)(6) 2021 due to her injuries. No additional information provided.

Manufacturer narrative:
This incident is being reported in an abundance of caution. The tdxsp2-cg power wheelchair in use at the time of the incident was over 6 years. There was no specific malfunction or defect alleged at this time. Requests for additional information regarding this event, the end user, the environment/terrain, the device and any specific malfunction or defect that may have caused or contributed to this incident have been unsuccessful. This incident is continuing to be investigated and if further information becomes available a follow up medwatch will be filed. The owners manual for the tdxsp2 includes the following: warning! Risk of injury, damage or death improper use on stairways and escalators may cause injury, damage or death. Do not attempt to move an occupied wheelchair between floors using a stairway or escalator. If stairway or escalator is only means of access, remove occupant of wheelchair and transport user and wheelchair separately.

Event description:
Invacare received a legal document stating an end user was sitting in an invacare wheelchair and while leaving the doctor¿s office did not notice that the exit had 2 stairs. She went down the stairs in her chair and suffered injuries to her head and spine. She died two weeks later, on (B)(6) 2021 due to her injuries. No additional information provided.